Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with presyncope. The right atrial (ra) lead exhibited diminished sensing and failed a lead position check. The ra lead remains in use. No further patient complications have been reported as a result of this event.